Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported gastrointestinal bleeding, as well as a direct correlation to heartmate 3 lvas, serial number (B)(4), could not conclusively be determined through this evaluation. No product available for investigation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This IFU provides information regarding anticoagulation, including the recommended inr values. The relevant sections of the device history record for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 22oct2019. The current heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system in section 1 ¿introduction¿. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including the recommended inr values. The heartmate 3 lvas IFU contains a section on ¿pump performance monitoring¿ under patient care and management which explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4.4 ¿clinical screen¿, contains sections on pump flow, pump speed, pulsatility index, and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The heartmate 3 patient handbook contains a section on ¿alarms and troubleshooting¿ which provides information on all system alarms and the actions associated to resolve the alarms. A section on ¿handling emergencies¿ is also provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 with low flow alarms and reported of dark stools. The international normalized ratio (inr) was 2.6 upon admission. The occult stool was positive and anticoagulation held on admission. Upper endoscopy (egd) and colonoscopy on (B)(6) 2020 were negative. Coumadin was restarted on (B)(6) 2020. The patient underwent a colonoscopy on (B)(6) 2020, which revealed a large hiatal hernia and blood within the terminal ileum with no acute abnormalities. No biopsies were taken. Aspirin was discontinued per gastrointestinal bleeding vad protocol. Warfarin was resumed on (B)(6) 2020 at a lower dose. A CT enterography was done on (B)(6) 2020 which revealed no evidence of a vascular lesion; however, the evaluation was limited due to suboptimal degree of small bowel distention by contrast. The patient was discharged on (B)(6) 2020. The patient was taken off aspirin and was told to take warfarin nightly with the goal of getting an international normalized ratio (inr) of 2.0-3.0.